Manufacturer narrative:
(B)(4). Date sent: 4/24/2024. Additional information was requested and the following was obtained: confirm there was no leak. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: confirm there was no leak.

Manufacturer narrative:
(B)(4). Date sent: 3/20/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please provide additional details on "high volume output ". Was this from a nasogastric tube or another type of drain? Please clarify if the patient has a bowl obstruction or if a leak occurred? What procedures were done to mitigate the alleged leak? What interventions were taken? What were the interventions outcome? What anatomical structure was stapled with this device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the initial procedure that post op of a robotic cystectomy with ileao conduit procedure that ten days post op the patient is still in the hospital presenting with high volume output which would suggest there is a bowel obstruction caused by a possible leak. No further information available at this time.